Event description:
Device 1 of 2. Ref MFR report#: 1627487-2014-25241. It was reported the pt's thoracic incision opened while the staples were in place. The pt received an IV antibiotic treatment. The physician will continue to monitor the incision site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.